Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of length too long is a known risk associated with implants of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that a patient implanted with a tactra malleable penile prosthesis experienced an issue with the device being too long. A revision surgery was performed, during which the physician explanted the device and replaced it with an inflatable penile prosthesis (ipp). No patient complications were reported.

Event description:
It was reported that a patient implanted with a tactra malleable penile prosthesis experienced an issue with the device being too long. A revision surgery was performed, during which the physician explanted the device and replaced it with an inflatable penile prosthesis ipp. No patient complications were reported.